Manufacturer narrative:
Technical support instructed the account to isolate the siderails. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account stated the bed has unintentional head up functions.